Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received that the physician cut out a small area of the damaged skin that was located above the pocket then closed the area with suture. There was no evidence of vegetation and no culture done. There were no additional adverse effects reported. The product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.